Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a revision procedure wherein the ipg was replaced and added two leads for upper extremity pain.

Event description:
It was reported that patient underwent a revision procedure wherein the ipg was replaced and added two leads for upper extremity pain. Additional information was received that two leads were added for a non device related upper extremity pain and the ipg was replaced to accommodate the other two leads.